Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that it was determined the patient¿s device was reporting episodes of non-sustained right ventricular oversensing as a result of crosstalk. Programming changes were made. The patient was stable throughout.